Event description:
A patient reported experiencing a corneal ulcer while using renu with moistureloc multi-purpose solution. The patient's physician confirmed the corneal ulcer was located in the central 4 mm of the cornea. Preliminary culture results indicated no growth; however, the physician stated that it was too early to tell and noted it was likely to be fungal. The patient was treated with natamycin, homatropine and vigamox. As 2006, the patient was still under treatment.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.